Manufacturer narrative:
Pt info has been requested. A f/u report will be filed if the info is received. Sorin group (B)(4) manufactures the primo2x oxygenator. The 510(k) number of the primo2x oxygenator is k050447. The oxygenator is a component of the custom heart lung pack. This medwatch is being filed on behalf of sorin group (B)(4). A visual inspection did not reveal any obvious defects. Testing of the device did identify a leak path between the blood side and water side of the heat exchanger. The oxygenator was returned to sorin group (B)(4) for further eval. A f/u report will be filed when the investigation is complete.

Event description:
The perfusionist reported that at the end of the case, the heat exchanger water lines which had been clamped during the procedure were unclamped in order to re-warm the pt. No issues were noted. After the case, during tear-down, bloody water was noted coming out of the oxygenator heat exchanger as it was removed from the bracket. The pt is fine.